Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010 a sparc was implanted in the plaintiff to treat her stress urinary incontinence. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff suffered "inflammation of the pelvic tissue," and "nerve damage." The plaintiff's attorney further alleges that the plaintiffs "sustained permanent injury" and have "undergone medical treatment and corrective surgery and hospitalization."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.